Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing transection of the thin tissue during a laparoscopic gastroplasty procedure, the staple line initially did not bleed, but eventually had bleeding and it was necessary to use the cautery to contain the bleeding to resolve the issue and complete the procedure.